Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
It was reported that the connector plate had detached from the adhesive plaster of the infusion set. The caller reported that this has happened 4 times over the past 3 months with different lots of infusion sets. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.